Event description:
Customer alleges false positive troponin I (tni) caller reports seeing 3 incidents of precision issues on a previous lot of cardioprofiler devices. Caller claims that the results were not false positives but were concerning just the same as md starts questioning results that do not match a patient's clinical and history findings. This was observed over 10 days. Incidents happened at random and are not related to any operator or single patient in particular. Results are as follows: patient 1: tni 0.06 on repeat was <0.05; patient 2: tni 0.07 on repeat was <0.05; patient 3: tni 0.10 on repeat was <0.05. Samples ran were all whole blood edta. No sample remaining. Ck-mb and myo results were all normal. Caller assumes patients were seen in emergency department due to chest pain. None of the patients had invasive procedures and none were admitted into hospital. Also raised concerns about int qc out of range incidents that happened around this time using the same lot of devices.

Manufacturer narrative:
Product support previously conducted testing of profiler w49586 (w49584 was unavailable for testing). No false positive or high bias in tni recovery was observed. No discrepant results or correlation issues were observed with the control samples. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. As of 12/16/2011, there are (B)(4) complaints on profiler lot w49584. No corrective action required at this time as no product deficiency was established.